Manufacturer narrative:
Product analysis: analysis was able to confirm customer comment of a long boot up time, the device was reconfigured and reloaded with software. Analysis was unable to confirm the comments that the programmer was unable to connect to the analyzer or that noise was observed on the electrocardiogram (ECG). The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up the programmer displayed an error message indicating that connection was lost to the analyzer, another analyzer was used but the programmer displayed the same error message. The programmer also has a long boot up time. The user indicates that there is interference on the electrocardiogram (ECG) port and requested that all other ports be checked as they are frequently plugged in and out. The device has been returned for service. There was no patient involvement